Manufacturer narrative:
Depuy synthes has been informed that the lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when the nurse was loading summit broach trials on broach handle and noticed that it did not take a significant amount of pressure to close the handle and when released the handle sprung back out of place. Nurse felt it would accidently spring back on its own once handed to the surgeon. It was also stated that the nurse used the second handle provided in the instrument set and put the defective one to the side and it was not used at all.

Manufacturer narrative:
Examination of the returned instrument confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.